Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2016. The cause of death was unknown. Customer passed in her sleep and autopsy was not yet received. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if customer was using sensors. The caller stated that the customer had heart disease and stroke. The caller agreed returning the insulin pump.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2016 due to pump received without battery installed.